Event description:
Revision surgery - the shell and liner dissociated from the stem. The patient received a right reverse total shoulder arthroplasty. At the two week check up, the doctor noticed dissociated of the humeral socket from the stem. Therefore, she re-impacted the humeral socket and stem.